Manufacturer narrative:
Title diagnostic yield of electromagnetic navigational bronchoscopy source therapeutic advances in respiratory disease, volume 10, 2016 (295¿299). If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed, 98 enbs performed in 92 patients were evaluated. Pneumothorax was seen in 6% of the cases.